Event description:
It was reported that log file review displayed on (B)(6) 2024 at 15:34 a low-speed hazard.

Manufacturer narrative:
Section d4: device manufacture date (h4) was not provided. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed a low-speed event; however, a specific cause for this finding could not be conclusively determined. The submitted log files contained events from (B)(6) 2024, per the timestamps. The file captured a low-speed event on 11may2024. The low-speed event occurred while the patient was operating on the 14 volt (v) lithium-ion batteries. No further related events were observed throughout the remainder of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas instructions for use (IFU), rev. C, is available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed. No further information was provided. The manufacturer is closing the file on this event.